Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a shock impedance of less than 20 ohms, and a possible shorted lead condition. The device was also identified as part of the advisory/recall notice affecting this model. The device was explanted and will be returned for analysis. The lead was evaluated during the procedure, and remains implanted.